Manufacturer narrative:
(B)(4). No conclusion code available. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces; an insulation breach exposing the outer coil at 7.6 cm to 8.0 the connector pin. Analysis also found insulation abrasions at 6.4 cm to 7.0 cm and 10.2 cm to 10.6 cm from the distal tip consistent with exposure to constant friction against the device can. (B)(4).

Event description:
This report is to advise of an event observed during analysis.